Event description:
It was reported a 73 yo male patient, initial left knee implanted on (B)(6) 2019, underwent a revision procedure on (B)(6) 2024, approximately 4 years 9 months post the initial procedure. The patient presented with complaints of pain, swelling, instability, and dissatisfaction with their tka. Upon examination, the patient was scheduled for a revision tka, possible poly swap. During the procedure, the poly and patella implants were swapped. Revised to a truliant crc tibial insert sz 3.5, 15mm sn: (B)(6) and an optetrak 3 peg patella 32mm sn: (B)(6). There were no device breakages or surgical delays during the procedure. No x-rays were able to be obtained. The patient was last known to be in stable condition following the event. No device returns for analysis anticipated. The devices were sent to the lab and legal at the hospital. Device images were provided. No further information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 2865247 - 02-010-03-0235 - logic cr femoral cem, left, sz 3.5; 4159790 - 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t; 5491911 - 200-02-32 - three peg patella 32mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be instability and inclusion of the polyethylene in the packaging recall. Possible causes for polyethylene wear include high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The reported instability could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.